Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported physical damage to her insulin pump. The customer's blood glucose was 46 mg/dl. The customer treated her blood glucose with food. She also reported scratches on the screen of her insulin pump. She also stated the tape was not sticking on her sensor. No additional information provided.